Event description:
The facility reported to baxter (B)(4) that a dehp-free 3-way solution administration set had air inside the tubing at the end of the infusion. Three-fourths of the tubing was full of air when the bag was empty. The set was connected to a 125 ml bag of nacl with 1 g of aspegic. The tubing was primed and connected to a bag and a catheter. The air vent was reported to not be open. The 3-way and cap were also closed. There was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation but a photograph was available. A visual inspection of the photograph did not reveal any abnormalities. The reported condition was not confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.